Event description:
The surgeon reported that while implanting the device, the locking nut cross-threaded into the pedicle screw and the threads of the pedicle screw broke off. The locking nut and pedicle screw were replaced. No complications or adverse events were reported.

Manufacturer narrative:
Locking nut cross threaded; threads broke off.